Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a stroke. The patient went to interventional radiology (ir) for mechanical thrombectomy. Technical services reviewed the log file and observed a speed drop. The speed drop was as low as 6960 rpm. This occurred while attached to the power module. Technical services initially reported that this type of behavior has been linked to potential issues with the percutaneous lead but a later review of the log file revealed it was a transient low speed event that could be related to something passing through the pump and potentially not related to the percutaneous lead. The patient denied any trauma to the driveline, nor significant weight gain/loss. The only symptoms the patient reported were the stroke symptoms. Technical services observed that the x-rays did not display any areas of concern. It was recommended the patient's device be connected to a grounded patient cable or power module when possible.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed low speed events. A specific cause for the reported events as well as a direct correlation to heartmate ii lvas, (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was admitted with a stroke on (B)(6)2020. Review of the submitted log file contained data from (B)(6) 2020 at 9:13:04 to (B)(6) 2020 at 9:11:36. The pump fixed speed and low speed limit were set at 9200 rpm and 8800 rpm respectively for the duration of the log file. On (B)(6) 2020, the pump speed dropped below the low speed limit resulting in 2 low speed advisories. Besides these events, the pump speed was above the low speed limit for the entirety of the log file. There were no other abnormal events captured in the log file. The pump appeared to operate as expected. Per additional information from the vad coordinator, x-rays were taken of the internal and external portions of the patient¿s driveline and were unremarkable. After the patient had been admitted for stroke, they went to interventional radiology for a mechanical thrombectomy. On (B)(6)2020, the patient said they were feeling well. The patient denied trauma to their driveline, nor significant weight gain/loss. The patient had no additional symptoms besides stroke symptoms. They were instructed to stay on power module power and off battery power until further instruction. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines all pump parameters, including pump power, flow, and pulsatility index (pi). The heartmate ii lvas patient handbook cautions the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the heartmate ii lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stoke as an adverse event that may be associated with the use of the heartmate ii lvas in section 1, ¿introduction¿. Section 6, ¿patient care and management¿, outlines the suggested anticoagulated therapy and inr range for patients using the heartmate ii lvas. Additionally, section 4 of this IFU entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. This handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.